Event description:
Customer reports drawer on pyxis anesthesia system failed to open. No pt present.

Manufacturer narrative:
(B)(4). Add'l data/failure investigation: field service technician investigation discovered physical objects behind drawer causing drawer failure.